Event description:
Physician reported implant rupture diagnosed via ultrasound and confirmed by MRI. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27/jun/2024.

Event description:
Physician reported implant rupture diagnosed via ultrasound and confirmed by MRI. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed. Assessed, as unidentified (tear) opening (shell thickness was within specification). Missing shell assessed, as inconclusive. Visibility/ palpability: unable to observe, as it is not related to the device. Pain: unable to observe, as it is not related to the device. As per the investigation procedure: creases was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted.